Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-2324bcct / batch 15129883 was received for investigation. Visual evaluation noted that the anchor was broken, and the threads were damaged on the distal end of it. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Per dfu-0087-13 at revision 0; precautions; 4 states the following: "during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body."

Event description:
On 04/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc biocomposite swivelock c anchor broke. The anchor was used to fix an avulsion fracture of the grater humerus when it broke. All broken fragments were removed. The case was completed using ar-2324bcc biocomposite swivelock c. This was discovered during an rcr procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/23/2024: the case was delayed twenty minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.